Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel tube, water tightness was lost. There were few additional findings. Image guide bundle had significant breakages. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. Distal end has a dent. Bending tube was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofibervideoscope exhibited leakage. The issue was found during reprocessing after a procedure. The device was returned and an evaluation at the repair center revealed, the angulation becomes locked and could not disengage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correct h4: mar 12, 2009 should have been selected on the initial report rather than apr 7, 2009. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely that the bending operation was not possible due to damage to the bending tube. Olympus will continue to monitor field performance for this device.